Manufacturer narrative:
The reported false atrial fibrillation episodes were confirmed. Analysis found that the p-wave discrimination algorithm in the device was working highly effectively. Unfortunately, a small amount of false episodes were triggered when p-wave segments were inconsistent. The root cause of inconsistent p-waves were noise and motion artifact in sensed egm signal.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited false positive atrial fibrillation episode due to unspecified oversensing issue. Programming changes were made. The patient condition was stable.